Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2010 due to an infection as well as an extrusion of the internal device. It is unknown whether there are plans to reimplant the patient with another device. Additional information has not been made available but has been requested. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.